Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was attempted to deliver insulin and the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Troubleshooting was performed to figure where the possible occlusion is located. Changing the reservoir resolve the no delivery alarm. Customer was advised to change the reservoir and to return it for further analysis, she agreed.